Event description:
Home health care provider reported that the patient had died. The monitor was reported to work correctly and without complaint. A report was made indicating numerous bradycardia and apnea episodes all validated. Report also stated that the family demonstrated extremely poor monitoring compliance, logging 108 days of non-use.